Manufacturer narrative:
An investigation was performed on retention product from the reported lot number. Retention devices were tested with qc cut-off standards (20 miu/ml) and high-hcg clinical urine samples (200.6-214.6 iu/ml). Results were read at 3 minutes and all devices yielded expected positive results. No false negative results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information as retention product performed as expected during in-house testing. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Complaints are tracked and trended on a monthly basis.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on (B)(6) 2019, the patient presented to the facility to be reviewed for qualification into a prenatal program. The patient was tested on the consult hcg urine cassette and received a negative result. Prior to the appointment, the patient had performed at least one at-home pregnancy test and received a positive result. A serum quant confirmation test was not ordered as the patient left the facility after receiving the negative result. No treatment was provided or withheld based on the result. No further information was available. Troubleshooting was conducted with the customer. The customer was advised on potential factors such as shipping, storage, handling, technique, and patient information. The limitations section of the package insert was also reviewed with the customer.